Event description:
Based on the information provided, the incorrect screw was implanted. Product was noticed when surgeon was trying to reduce the screw. Resulting in a delay in the surgical procedure. The surgeon left the screw in and locked it down. Back-up product was used to complete the case. The patient is in good condition.